Manufacturer narrative:
(B)(4).

Event description:
It was reported after the patient received appropriate atp therapy for a vt episode, undersensing of the r-waves was observed. The recommended programming change and induction testing were completed. The patient came back for a follow-up visit. The patient condition is okay.